Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier complete information: sample1,sample 2 e1 phone number complete information - (B)(6) this report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I anti-hbs results for multiple samples. The following results were provided: (alinity hbsab reference range < 10; sysmex hbsab reference range < 5) sample 1: alintiy hbsab result was 30.42, sysmex hbsab result was 1.09 sample 2: alinity hbsab result was 15.62, sysmex hbsab result was 0.58 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely reactive alinity I anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Ticket search by lot indicated the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue under review. Device history record review for lot 51435fn01 did not identify any non-conformances or deviations with the complaint lot. The overall performance of alinity I anti-hbs reagents in the field was reviewed using data gathered from customers worldwide. Median values for the complaint lot was within the established limits and comparable with other lots in the field. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbs assay for lot number 51435fn01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I anti-hbs results for multiple samples. The following results were provided: (alinity hbsab reference range < 10; sysmex hbsab reference range < 5). Sample 1: alintiy hbsab result was 30.42, sysmex hbsab result was 1.09. Sample 2: alinity hbsab result was 15.62, sysmex hbsab result was 0.58. No impact to patient management was reported.